Event description:
The peritoneal dialysis (pd) patient reported to fresenius they went to the doctor¿s office on (B)(6) 2025 where they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd fluid. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient¿s culture was positive for coagulase negative staphylococcus (no species). The cause of the peritonitis was not confirmed. The patient is continuing to complete pd therapy during recovery. No cassette leaks or other issues with fresenius products were reported.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the patient¿s peritonitis was not provided, the culture results of coagulase-negative staphylococcus, a pathogen found on the skin and hands, suggests contamination. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius they went to the doctor¿s office on (B)(6) 2025 where they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd fluid. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient¿s culture was positive for coagulase negative staphylococcus (no species). The cause of the peritonitis was not confirmed. The patient is continuing to complete pd therapy during recovery. No cassette leaks or other issues with fresenius products were reported.